Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual examination of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring guide wire kinked during use on the patient.